Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was 140 mg/dl at the time of the incident. The product will return for analysis.

Manufacturer narrative:
On (B)(6) 2018 customer returned pump for an alleged blank display. Pump monitored for a day. No blank display or turn off anomaly noted. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unit passed all required test. Blank display anomaly not confirmed.